Event description:
It was reported that the 'back piece' of the controller is not closing properly because the battery is too big. Caller stated the patient went to the doctor's office and the stimulator was fixed but remote 'died' and 'put it on a setting and it backfire'. When asked for event date caller said it's been a while. Caller stated even if they charge the controller, the settings that the 'office' did was not working, the setting that they got the patient that they should be okay with, 'goes away'. Caller also said the patient already notified the representative(rep), but they couldn't order the device for the patient. Agent had patient (pt) rep to reset the controller using the ac cord. Caller confirmed the controller powered on; they saw a green light on the ac cord adaptor and green light flashing on the controller after the battery pack was reinserted. When patient (pt) rep turned on the controller they saw the no device found message and they said the last time they charged the implantable neurostimulator (ins) was the day before yesterday. Agent reviewed information. The device was working as intended so agent instructed caller to keep charging the controller and try to charge the once the controller is fully charge. Agent also told caller to monitor the issue and will call back if they are still having a problem. Agent sent a request to replace the battery compartment cover.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.